Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that while the clinician was attempting to manually titrate the norepinephrine continuous infusion, the device prompted the user to enter "clinician ID" and did not allow for the titration to occur. It was noted that the device was "locked" and did not accept any form of alphanumeric entry. The event occurred on (B)(6) 2021 during an emergency code situation. The bag of norepinephrine was initially hung at 1322. According to the preliminary log analysis by interoperability consultant, it was found that the tamper resist feature was activated at 9:30am, which prevented the end user from the programming. The end user chose "clinician ID" during the flurry of key presses to titrate the infusion and it did not appear to have occurred on its own. There was patient involvement and the pump issue did not cause patient harm or injury. However, it was mentioned by the customer that the patient expired on (B)(6) 2021 with "cardiac arrest" as the cause of death and no autopsy was performed. It was further noted by the customer that the patient's death was not attributed to the alleged pump malfunction. Death was not contributed to the bd device

Manufacturer narrative:
Omit : a110201 - application program freezes, becomes nonfunctional (2880), g0201402 - screen, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d, g grid and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while the clinician was attempting to manually titrate the norepinephrine continuous infusion, the device prompted the user to enter "clinician ID" and did not allow for the titration to occur. It was noted that the device was "locked" and did not accept any form of alphanumeric entry. The event occurred on july 15, 2021 during an emergency code situation. The bag of norepinephrine was initially hung at 1322. According to the preliminary log analysis by interoperability consultant, it was found that the tamper resist feature was activated at 9:30am, which prevented the end user from the programming. The end user chose "clinician ID" during the flurry of key presses to titrate the infusion and it did not appear to have occurred on its own. There was patient involvement and the pump issue did not cause patient harm or injury. However, it was mentioned by the customer that the patient expired on july 15, 2021 with "cardiac arrest" as the cause of death and no autopsy was performed. It was further noted by the customer that the patient's death was not attributed to the alleged pump malfunction. Death was not contributed to the bd device